Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level; value was not provided. High bg cause was not known. Reportedly, the customer used cold insulin within their pump supplies; tandem technical support advised that this was off-label use. No additional information was provided regarding high bg treatment. Recommendation was made to consult with a healthcare provider to discuss diabetes management.